Event description:
Patient was taken from pediatrics to mobile MRI in order to perform scan. Patient was under sedation so they were connected to a pulse oximeter (nonin medical inc model 8604). MRI tech questioned hospital nurse as to whether the pulse oximeter was MRI safe and was told that it was; they had used this machine in MRI for all sedated patients. Patient was placed on table and the table was advanced into the magnet to initiate scan. At this point, the MRI tech noticed the pulse oximeter being attracted to the magnet. The tech jumped forward into the magnet and covered the patients body and head with her body. Patient sustained no injury however the tech received a laceration on one of the fingers on her left hand.